Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. Inspection of the equipment noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensor was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported compliance was not able to be measured. There was no reported patient involvement.